Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an apollo h50 broke off when it was entering the joint. This was discovered during a procedure. No further information was provided. Additional information received on (B)(6) 2023: this was discovered during a hip scope with a labral repair procedure on (B)(6) 2023. The apollorf h50 is part number ar-9835; however, the lot number remains unknown. All the broken fragments were retrieved, and the case was completed successfully using another ar-9835 apollorf h50. The case was delayed about two minutes, and no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as passing the device through tight spaces. The complaint allegation was confirmed based on the customer's attached picture.